Event description:
It was reported that before a navio procedure, the top of the handpiece was bent, and the drill could not fit through. It was swapped for its backup to proceed without delays. No other complications were reported.

Manufacturer narrative:
H3, h6: the navio handpiece, part pfsr110137 intended for use in treatment was not made available to the designated complaint unit for evaluation thus, a visual and functional evaluation could not be performed. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. Although the reported problem was not confirmed, a contributing factor may be component damage. No containment or corrective actions are recommended at this time. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.